Event description:
It was reported, the telescope's tip of the tube was broken. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was was confirmed. The device evaluation found the eyepiece was broken. Based on the results of the investigation, it is likely that the following led to the malfunction: excessive force by the customer, however, a definitive root cause could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.